Manufacturer narrative:
Quality control (qc) analysis shows the fielded lot met all release specifications and all key label/performance claims. A system check data was provided by the customer, and all system parameters were within specification. This reportable event was identified during a retrospective review of product complaints conducted between january 1, 2008 to october 23, 2010 for additional reportable events.

Event description:
The customer alleged patients' results for troponin were high compared with a previous troponin (accutni) reagent lot. The customer performed two calibrations on the same day with the suspect reagent. The customer stated patients' samples were tested within one hour of each other for comparison. The customer has an acceptability factor of 1.0 standard deviation (sd) or less and was receiving 2.9 sd and 3.1 sd on both tests. The higher patients' results did not meet the customer's required acceptability factor and were not accepted for reporting. There was no patient impact.